Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected two opened/used reservoirs. Performed pre-fill all reservoirs. The reservoirs passed per inspection and no air bubbles anomaly was found during analysis. Checked the o-ring for defects and none was found.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated that they found air bubbles in their set. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 178 mg/dl at time of reporting. Nothing further reported.